Manufacturer narrative:
(B)(4).

Event description:
It was reported the health care professional revised the leads.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a lead migration in (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3888-45, lot# v498309, implanted: (B)(6) 2010. Product type: lead: product ID 3888-45, lot# v498309, implanted: (B)(6) 2010. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3888-45, lot# v498309, implanted: (B)(6) 2010. Product type: lead: product ID 3888-45, lot# v498309, implanted: (B)(6) 2010. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).